Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the light source was flashing while displaying e102 error, ¿the light source has broken down¿, during an unspecified procedure. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the socket was damaged due to assembly of non-olympus lamp, bulb was loosened in the heat sink, and e102 (clv lamp went out) occurred. Therefore, it was caused by assembly of non-olympus lamp. Olympus will continue to monitor the field performance of this device.